Event description:
Pharmacist reports 5 patients were found to have blood sugars less than 30mg/dl. Two of the patients were reported to have blood sugars of 6mg/dl. These two patients received i.v. Boluses of 10% dextrose to elevate their blood sugar and their insulin pumps were discontinued. The pharmacist reports all patients recovered. The facility would not release information to identify which patients experienced the blood sugars of 6mg/dl. Pharmacist reports the nurses caring for the patients checked the tpn solution with a "glucose strip" and also a urine dipstick. The results were negative for the presence of dextrose. No other clinical information was provided. Tpn order for patient ID 444: dextrose 13% total weight of tpn solution programmed equals 164gm, actual was 163gm. Pharmacy used multitask to generated labels, but did not use it to assist with compounding. Pharmacist states the compounding is set up by a pharmacy technician and verified visually by a pharmacist.